Event description:
Philips received a complaint by the customer on the v60 indicating that the device was placed on patient, and after approximately 5 mins, the bipap screen froze/locked up. Unable to change screens, silence alarm or turn off machine. There was a dirty circuit on the device and it's using internal battery (not plugged in). There was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The manufacturer's product support engineer (pse) evaluated the device and confirmed that the touchscreen was not working but the accept button was working as it should. The pse calibrated the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H11: it was confirmed that the device was not in use at the time. It was being set up in the respiratory department.